Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose, with self-reported lows to 55 mg/dl and highs to 322 mg/dl without symptoms, and that the user treated lows with 8 oz of juice and glucose gummies, which exceeded recommended carbohydrate amounts. The agent provided education, documented oral glucose use, and arranged additional training. Symptoms included hypoglycemia and hyperglycemia without reported clinical sequelae. Outcomes included the need for medication intervention in the form of oral glucose to address hypoglycemia. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect treatment method for hypoglycemia; no applicable device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.